Event description:
It was reported that the arctic sun device was no longer cooling. Per review of (B)(6) on 18may2023, there was no patient involvement. Per follow up information received via email on 22may2023, the device would be sent in for a bd-approved facility for evaluation. They did not started yet for issue resolvement.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as it was noted the device was not cooling due to a faulty mixing pump. The mixing pump was replaced. The device underwent 2k pm. Replaced circulation pump, the drain valves and the heater. The device passed all applicable tests. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was no longer cooling. Per review of wo on (B)(6)2023, there was no patient involvement. Per follow up information received via email on 22may2023, the device would be sent in for a bd-approved facility for evaluation. They did not started yet for issue resolvement.